Event description:
A discordant, falsely elevated calcium (ca) result was obtained upon repeat testing on one patient sample on a dimension vista 500 instrument. The sample originally resulted as expected. The discordant repeat result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument and an alternate dimension vista instrument, resulting lower and matching the original result. It was not distinguished which repeat result was obtained on which of the dimension vista instruments. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The cause of the discordant, falsely elevated ca result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. Quality controls were within range at the time of event. The instrument is performing according to specifications. No further evaluation of the device is required.